Manufacturer narrative:
A technician at zyno medical had an on-site visit on (B)(6) 2016 to look at the pumps and make sure that they were functioning properly. The customer reported another event that a full 100 ml IV bag emptied completely after infusing only 5ml, as shown on the pump screen. The pump was set to infuse at 25 ml/hr for 90ml. So the pump showed that 5 ml had been infused when in fact the entire 100ml bag was infused. The customer also reported that when she opened the pump door the tubing was crimped at the bearing peristaltic module. The error was reproduced by the customer only when manually crimping the tubing while inserting it. The customer was concerned that no alarm sounded when the 100ml bag emptied. Zyno technician performed flow rate testing and software upgrades to the pumps. Devices meet all specifications and no issues were found. The user error (loading the IV sets improperly) might have contributed to the malfunction. Neither the pumps nor the IV sets used was sent to zyno medical for evaluation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2017.

Event description:
The nurse initially reported that the pump was set up for infusion and all was good when she walked away. She came back a short time later and discovered that a 4-hour infusion was completed in 20 minutes. The patient was not injured. Upon investigation the user noticed that the IV set was crimped. The nurse took 4 other pumps, duplicated the crimped IV set, tried and succeeded in duplicating the same issue as in the first pump. The only difference was the fluid that was infused. Lemtrada was used in the first pump, and saline was used in the other 4 tests. All 5 sets of IV were thrown out.